Event description:
Malfunction of high frequency ventilator. Amplitude went down from 7 to 9. Following two incidences of bradycardia/hypoxia, rt was notified. Equipment was pulled from pt care use immediately. Pt was ventilated via ambu-bag while coordinator worked on troubleshooting the oscillator. Bio-med and the co were also notified. It was reported a valve was malfunctioning; the piece of equipment was recalibrated. Appropriate nursing care was rendered during this time. The piece of equipment was placed back in pt care.